Event description:
It was reported by repair work order that the brakes would not hold due to worn out brake ring weldments on the head and foot end. No adverse consequence or clinically relevant delay in treatment was reported.